Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00281 and tc #1900070965. Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the pump strips provided with the returned sample, however, the returned iab passed functional testing. No leaks were detected, and no alarms were noted. It is possible that an external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from a driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without any difficulty using a sheath. Thirty minutes post insertion the intra-aortic balloon pump (iabp) began alarming for possible helium loss. The staff checked all the connections but that did not resolve the alarm. There was no evidence of blood in the line. The decision was made by intensivist to remove catheter as a possible balloon rupture. The patient was taken to the or for bypass surgery and another iab was not inserted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without any difficulty using a sheath. Thirty minutes post insertion the intra-aortic balloon pump (iabp) began alarming for possible helium loss. The staff checked all the connections but that did not resolve the alarm. There was no evidence of blood in the line. The decision was made by intensivist to remove catheter as a possible balloon rupture. The patient was taken to the or for bypass surgery and another iab was not inserted.